Event description:
It was reported that at the end of an upper extremity surgical procedure, the pump would not hold pressure and would not deflate the tourniquet cuff. There was no blood loss and the procedure was completed. The tourniquet cuff was disconnected from the pump tubing and deflated. There were no adverse consequences reported.

Manufacturer narrative:
The pump was received at the manufacturer for service and evaluation. The initial complaint was verified. Based on the investigation details, the board and pneumatic assembly were bad.